Event description:
Additional information was received indicating that there was a loss of capture as well as high impedance on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was variable threshold and variable impedance. Further information was requested but has not been received. The patient was stable.